Event description:
During a remote follow-up, noise that resulted in over-sensing and pacing inhibition was observed on the right ventricular (rv) and right atrial (ra) lead on a ventricular pacing dependent patient. No intervention has been performed. The patient is stable and will continue to be monitored.